Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the cassette leaked during priming and it failed to pass test. The procedure was performed and completed after replacing the product with another one. There was no patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected and a crack was observed on the infusion chamber. The infusion chamber was broken off from the pinch plate, to further inspect for any welding anomalies along the welding profile of the infusion chamber. Insufficient welding between the infusion chamber and the pinch plate, caused the leakage failure on the cassette. The root cause of the customer's complaint is, due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process, during manufacturing. After an investigation of this complaint. It has determined, that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested to mitigate this type of event. Quality assurance has reviewed this complaint, and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).